Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. There was no adverse impact to the customer¿s blood glucose level. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The failure investigation has been completed and the alleged issues were verified. Additionally, a different issue was identified. The information will be used for tracking and trending purposes.